Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after clamping the applier arms with the clip loaded, the clip cannot be clamped onto the vessel because it does not come off the clipper jaws." No patient injury or consequence reported. The patient's status is reported as "fine."

Event description:
It was reported that "after clamping the applier arms with the clip loaded, the clip cannot be clamped onto the vessel because it does not come off the clipper jaws." No patient injury or consequence reported. The patient's status is reported as "fine.".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "during visual and functional examination we found the following: we did again functional tests in loading clips, detach after closing the clip as well as the locking function around a silicone tube but could not find any technical defect. Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. The root cause could not be determined." Teleflex will continue to monitor and trend on complaints of this nature.